Event description:
It was reported that a homechoice pro device displayed an inaccurate fluid reading. The reporter stated, ¿check bag installation. The volume does not match with the settings.¿ patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.